Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette and the heater line of an amia automated pd set broke into pieces resulting in a leak of fluid. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. The home patient (hp) was connected at the time of the event. The hp stated "that during the treatment last night the cassette broken into pieces and the heater line broke too, fluid was everywhere.¿ the hp set up with new supplies and had no other issues. Renal therapy services discussed continuous ambulatory peritoneal dialysis with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.